Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedures of a cystocele repair with cadaveric fascia lata reinforcement, and a rectocele repair with natural tissue during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic pain, vaginal area pain, severe vaginal infections, severe bladder infections, excruciating pain during intercourse, sharp abdominal pains, and rectal pain with constipation. The patient also suffers from vaginal bleeding, discharge, a foul vaginal odor, discomfort, psychologically pain and emotionally pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).